Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, double vision or fusion issues were experienced on the surgeon side console (ssc). There were no reported issues during scope alignment. The site replaced the endoscope with no change, and it was also reported that the icons and overlays in the console were not aligned properly. With the assistance of an isi technical support engineer (tse) the site verified all camera head connections and cables on the back of the ssc with no issues found. The site then power cycled the camera control units (ccu) and the vision side cart (vsc) with no change. The site then, removed the scope from the camera head and performed the alignment on an object in the room with no issues. The surgeon placed the scope back on the system and the alignment fusion issue persisted at the ssc. The site was asked to undock and power cycle the system, however, the site made the decision to discontinue troubleshooting. The pt was under anesthesia when the surgical staff made the decision to abort the planned procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Investigation conducted by the field service engineer concluded that the reported issues experienced by the customer was associated with the camera head. The camera head produces three dimensional images to the da vinci vision system through right and left optical paths. The images are then acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The system was repaired by replacing the affected camera heads. As of may 21, 2009, there have been no reported recurrences of the issue at this hospital.